Manufacturer narrative:
Visual analysis was performed on the return device. The reported stent dislodgment was confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous de novo iliac artery that was 80% stenosed. A 7.0x39mm omnilink elite stent delivery system (sds) was advanced and the stent dislodged in an unspecified 8fr. Guiding catheter. The dislodged stent was retrieved with the guiding catheter. A new omnilink elite was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.